Manufacturer narrative:
The prisma m100 filter set was discarded and not available for inspection. The lot number is unk.

Event description:
A pt with sepsis was undergoing continuous renal replacement therapy without anticoagulation. Over the course of 40 hours, six prisma m100 filters clotted and the content of the filter was not returned to the patient resulting in a blood loss of approx 642 ml. The pt received a transfusion of 2 units of packed red blood cells. The patient was started on citrate for anticoagulation and there were no further clotting issues.